Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and capsular contracture, was received on may 26, 2020 with lot number 2132062. Visual analysis of the returned device identified: broken shell and others, underweight and creases fold. A microscopic analysis was performed which identified: one broken sharp and stress marks, near of the broken site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp broken on the posterior assessed as surgical impact.

Event description:
Healthcare professional reported left side rupture and "patient has developed a left side capsular contracture", baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and "patient has developed a left side capsular contracture", baker grade IV. Device has been explanted.